Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot #? Product code? Any sample available to be returned for evaluation for this event report? For this event report - did the reported needle only bend? Or did it bend and break? Was procedure for this event report completed successfully? And how? Because multiple procedures mentioned in event report. Please confirm the specific number of patient events. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number. For each patient event please provide additional complaint details: event date, product code and lot number involved, procedure, event description, qty involved? Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed, was procedure completed successfully and how? Any sample return, etc? Event description, event occurrence, product code and lot number, event date, procedure name. Patient consequences/ae report if any? Any medical/surgical intervention or treatment provided to patient post-op? Total qty of sutures involved? Sample return, if any? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Event description:
It was reported that the patient underwent an ophthalmic procedure on an unknown date and suture was used. The needle s-29 bends when passed through muscle or the tip breaks by angling 90 degrees. It is unknown what was used to complete the procedure. There was no adverse patient consequence reported.